Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that the right atrial (ra) lead exhibited a low impedance warning, an additional warning was noted for the left ventricular (lv) lead and the device continued to have invalid data.